Manufacturer narrative:
Part 226.652, lot l071952: manufacturing location: (B)(4). Release to warehouse date: july 22, 2016. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: upon visual inspection the plate is broken at hole 11 and at hole 3 (counted from the right side) there is a screw fixed that could not be removed. It has several scratches on the surface. Further there are several abrasions and injuries on the surface and within holes. The laser marking is readable and the plate was returned in packaging different from the original one, this thus confirming the complaint description. A device history record (DHR) review was performed for the affected lot, no abnormalities or deviations were detected which could lead to the complaint failure. The article was manufactured in july 2016. No non-conformance reports were marked in the DHR during production. The raw material certificates were checked and it was found that all used raw material fulfilled the specifications. All dimensions of the plate received which are relevant for the complaint condition were measured, and have fulfilled their specifications according to the drawing. As well as, thickness was measured close to the breakage point and has passed its specifications. Besides, during manufacturing process the lot related to this complaint was inspected regarding to its dimensional features such as thread zero point and ball height through the inspection sheet and the whole lot has passed its specifications. Therefore, this plate was manufactured according to its quality standards and a manufacturing issue can be excluded. Based on the investigation results, this complaint is rated as confirmed because the plate is broken as claimed by the customer. However, this complaint is rated not valid from the manufacturing point of view since no deviations were found in the manufacturing documentation as well as during this investigation all relevant measurements performed are according to the manufacturing specifications. Unfortunately we are not able to determine the exact reason for this occurrence. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient ID, age/date of birth and weight are unknown. Additional product codes: hwc, ktt. Implant date: unknown date in (B)(6) 2017. Explant date: unknown date, most likely in (B)(6) 2017. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a plate and cable were broken. The devices were implanted in (B)(6) 2017. In (B)(6) 2017, the patient fell; the plate and patient¿s bone were broken; it is unknown when the cable broke. The devices were explanted on an unknown date and an external fixator was used instead. Concomitant devices: cortex screw (part 214.836, lot 8713556, quantity 1); cortex screw (part 214.832, lot 9949965, quantity 1); locking screw (part 212.214, lot l423301, quantity 2); locking screw (part 212.214, lot 9692388, quantity 1); locking screw (part 212.211, lot l419287, quantity 1); locking screw (part 212.212, lot l406159, quantity 1); locking screw (part 212.212, lot l373708, quantity 1); locking screw (part 212.212, lot l446604, quantity 1); locking screw (part 212.203, lot 3528318, quantity 1); cerclage fix (part 281.002, lot l367731, quantity 1). This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was clarified that the cable was not damaged, only the plate was broken. Additional concomitant device: cable with crimp (part 298.801.01s, lot unknown, quantity 1). This is report 1 of 1 for (B)(4).